Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked display lens. This report is made based on the results of an investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2015 with the following findings: the pump had a cracked display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).